Manufacturer narrative:
(B)(4). Batch # m5288r. The analysis found that one long60a device was returned with the handle shrouds slightly separated and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to what may have caused the shrouds to be separated however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing with the blue reload. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.